Event description:
It was reported that in 2004, the patient was experiencing pain in her back. The patient was diagnosed with an ependymoma posterior fossa brain tumor which was removed on (B)(6) 2004. Following the removal of brain tumor,the patient still experienced back pain. The surgeon determined that the patient suffered from a bilateral l5 pars defect and an l3 process lesion. On (B)(6) 2005, the surgeon performed a reduction stabilization with instrumentation of the l5 bilateral pars defects with hook/screw construct and an excisional biopsy of the l3 spinous process and rhbmp-2/acs was implanted. Following the surgery, the patient¿s pain levels in her back did not improve. On (B)(6) 2006, the surgeon performed an l5-s1 posteriolateral fusion with instrumentation and revised the hardware of the l5 and rhbmp-2/acs was implanted. The patient's pain level did not improve after the second surgery. On (B)(6) 2007, the surgeon performed a posterior spinal fusion at the t10, t11, and t12, and an anterior interbody fusion with release at the t10-t11 and t11-t12 and rhbmp-2/acs was also implanted. The patient¿s pain levels did not improve following this surgery and the doctor determined that the patient suffered from t9 and t10 bilateral facet disease. On (B)(6) 2007, the surgeon partially removed instrumentation from t11 to l1, extended the posterior spinal fusion to include t9 and t10 to l1, placed pedicle screws bilaterally at t9 and t10, and performed an athrodesis from t9 to t11 and rhbmp-2/acs was implanted. The patient's levels did not improve after the fourth surgery. On (B)(6) 2008, the surgeon performed an excision of the bilateral greater trochanteric bursitis and rhbmp-2/acs was implanted. The patient followed up with the surgeon following this surgery. The patient was still experiencing pain. The patient was in worse pain than she had prior to undergoing all these surgeries with the surgeon. The patient experiences sharp and constant pain every day. Also, her legs and arms go numb. The patient has difficulty performing everyday household chores and she has difficulty standing for long periods of time as well.

Manufacturer narrative:
(B)(6). (B)(4). : neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.